Manufacturer narrative:
Additional information was added to h6. H4: the suspected lot was manufactured on january 13, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot#: the customer reported a suspect lot number of r20a11035. (B)(4). The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp continu-flo solution set did not flow during a patient infusion. The set was in use with a baxter infusion pump to deliver a chemotherapy drug. It was further reported that, ¿1h or later¿, after the alarm of ¿infusion complete¿ the nurse noted that the bag of chemotherapy drug was still full. The set was removed from the pump and the nurse loaded the same set onto another pump and it worked fine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.